Event description:
Breast implant illness; in 2006 I had breast augmentation, saline implants, allergan/natrelle mcghan 68 (405&421 cc's), much too large for my body type. Within 6 months I gained 30 pounds with a very healthy diet. Within 1 year I had daily migraines. By 2012, my symptoms increased to chronic fatigue syndrome (no specialist can determine why I have this fatigue), cold/hot sweats daily, daily nausea, chronic back/neck pain, hip pain, infertility, hypothyroidism, hashimoto's, finger numbness, insomnia, breast pain and daytime sleepiness. I have had bloodwork done by many doctors/specialists, in addition to radiology imaging, gastrointestinal tests, allergy tests and everything comes out normal with no reason as to why I have these symptoms. Perimenopause has been ruled out, along with sleep apnea and narcolepsy. I am scheduled for an explant, total capsule removal in (B)(6) 2022 and will determine if they have been ruptured. I called mentor and they do not have this specific implant on a recall list. FDA safety report ID # (B)(4).